Event description:
Customer reported accutorr plus monitor spo2 works intermittently, which may have affected spo2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included repaired spo2 module. Unit was calibrated and safety tested to factory's specifications.